Event description:
The customer reported excessive linting and long strands falling off the sponge.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 24j019662 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A sealed sample was provided for evaluation. The gauze was vigorously shaken however the reported issue was not observed. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.